Event description:
The right inguinal region was prepped and draped in a sterile manner. Following local anesthesia with lidocaine, a 5fr sheath was placed in the right common femoral artery. A 5fr simmons ii catheter was used to selectively catheterize the left common carotid artery and cervical and cerebral angiography were performed. The catheter was then exchanged for a 6fr shuttle sheath. A 4.5mm angioguard distal protection device was then deployed through this stenosis. A 4.0 x 20mm balloon was then deployed across the stenosis and inflated. A 5 x 20mm precise stent was then deployed across the stenosis. Initial attempt to retrieve the distal protection device but the capture catheter failed because it was caught on the stent. An attempt was made with a guidant capture device, which also failed. Therefore, a 5fr 125cm vertebral catheter was used successfully to retrieve the distal protection device. Final left common carotid cervical and cerebral angiography was performed.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.